Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: s. V. Vyahalkar, n. M. Dedhia, g. S. Sheth, m. A. R. Pathan. Tunneled hemodialysis catheter-associated right atrial thrombus presenting with septic pulmonary embolism. Indian journal of nephrology, 28(4): 314¿316. Doi: 10.4103/ijn.ijn_125_17. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "indian journal of nephrology" titled "tunneled hemodialysis catheter-associated right atrial thrombus presenting with septic pulmonary embolism" that sometime post a tunneled dialysis catheter placement, the patient allegedly developed with thrombus around the tip of the catheter. It was further reported that the patient was allegedly diagnosed with septic pulmonary embolism and treated with antibiotics and unfractionated heparin. Reportedly, the patient underwent non-cuffed catheter placement and planned for catheter removal but patient took discharge against medical advice. The current status of the patient is unknown.